Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the imaging system would not boot past "connected not ready" status displayed on mobile view station (mvs) pendant thought the viewing station was fully booted into patient information screen. A interconnect cable was replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cable has been received by manufacturer for evaluation. The reported issue was confirmed as the returned interface cable failed bench test when tested using cable validator. When tested the cable length was out of specification.

Event description:
A site representative reported that during a spinal fusion procedure, when attempting to boot up the imaging system a initializing please wait error message was displayed. System booted normally after rebooting three times however the site used a c-arm to complete the case. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.